Event description:
During a tavr procedure, physician placed abbott vascular proglide perclose 6 fr. In the patients right femoral artery and the end of the perclose device broke off in the patient's right femoral artery. Reference # (B)(4), lot #: 1012141, exp: 11/30/2022. FDA safety report ID # (B)(4).